Event description:
It was reported that this pacemaker system was exhibiting undersensing and loss of capture with no asystole. In addition, it was noted that this pacemaker system had triggered a lead safety switch (lss) due to high out of range right atrial impedance measurements. The ra lead was explanted and replaced. During ra lead testing, the physician still observed high out of range impedance measurements and attempted to re-insert the lead in the device header several times, which was ultimately unsuccessful as the out of range impedances were still exhibited. Therefore, the physician explanted and replaced the pacemaker as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was exhibiting undersensing and loss of capture with no asystole. In addition, it was noted that this pacemaker system had triggered a lead safety switch (lss) due to high out of range right atrial impedance measurements. The ra lead was explanted and replaced. During ra lead testing, the physician still observed high out of range impedance measurements and attempted to re-insert the lead in the device header several times, which was ultimately unsuccessful as the out of range impedances were still exhibited. Therefore, the physician explanted and replaced the pacemaker as well. No additional adverse patient effects were reported.